Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were not confirmed. All video output signals and images were normal and stable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an intermittent image issue including a severe noise or flickering that the endoscopic image was not visible on the evis exera iii video system center. The issue was found during preparation for use. No patient or other person was affected or involved in the event. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.